Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
This is a case report received through baxter's after hours call service from a female patient who attends (B)(6). Reportedly, the homechoice (hc) machine had a power failure in priming. The patient was not connected to the machine. Home patient (hp) stated that the hc was priming and the hc made a popping sound and turned off. Hp stated she checked the power cord and smelled a burning smell, so she unplugged the hc. Technical service representative (tsr) stated the hp should not plug the hc back in.. Tsr explained the hc will be swapped. Hp stated she will call the hospital for programming. No clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). Device was investigated and the issue was confirmed and reproduced during evaluation. Responsible part was determined as faulty power supply, which was changed to a new one during evaluation. Device was fully tested and calibrated during evaluation.